Event description:
The facility representative contacted baxter to report an intermate that was returned form a patient after the ending part of the tube was disconnected together with the cap. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
Reporter alleged obtaining the results of 286 mg/dl and 139 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.